Event description:
A us distributor returned a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor will not power on) has been confirmed. Upon investigation the monitor's lcd cable was damaged. The root cause could not be positively identified. No adverse event resulted from the damaged monitor.